Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Review of attached x-ray picture shows the post-operative broken plate. Therefore this complaint is confirmed. However, without the broken plate, no further investigation is possible. Product was not returned and no lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant date: date of implantation is an unknown date in 2009. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: date of concomitant therapy is the same as date of implantation, an unknown date in 2009. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in 2009, an open reduction internal fixation (orif) using a locking compression plate (lcp) reconstruction plate 3.5 mm was performed for radioulnar bone diaphysis fracture. In (B)(6) 2018, the patient suddenly felt pain and was presented to the hospital. It was discovered that pseudarthrosis had occurred and the plate had been broken. The patient visits the hospital on a regular basis. Revision surgery is scheduled for (B)(6) 2019. The implant will be removed, then a new lcp metaphyseal plate will be placed. The surgeon commented that the patient likely had pseudarthrosis for a long period but without pain because the affected site was fixed with the plate. However, the plate broke; that's why the pain occurred. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 3.5mm titanium (ti) lcp® reconstruction plate. This is report 1 of 1 for (B)(4).